Event description:
It was reported that during preparation for a stenting treatment procedure foreign matter was noted on the device.the target lesion was located in the distal right coronary artery (rca). While prepping the 2.25x16mm taxus liberte atom stent it was noted that there was a 'glue-like' substance on the end of the stent. The device was not used and did not come into contact with the patient. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's condition is fine.

Event description:
It was reported that during preparation for a stenting treatment procedure foreign matter was noted on the device. The target lesion was located in the distal right coronary artery (rca). While prepping the 2.25x16mm taxus liberte atom stent it was noted that there was a "glue-like" substance on the end of the stent. The device was not used and did not come into contact with the patient. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's condition is fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a taxus liberte (mr) stent delivery system (sds). Contrast was visible in the distal tip and midshaft of the device which is consistent with the reported information that the device was prepped for procedure without patient contact. The sds with stent was visually, tactilely and microscopically examined along the entire length of the shaft and no defects or anomalies were found. The distal end of the sds was inspected under magnification and it was determined there was a foreign substance on the stent. Based on spectroscopy analysis the foreign material appears to be a poly (butyl acrylate). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).